Manufacturer narrative:
H6. Investigation codes: updated investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. D4: lot number, expiration date, UDI, e1: reporter address, and h4: manufacture date are unknown; no information has been provided to date. E1: phone: (B)(6). H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that: ¿we have had a bivona tracheostomy tube returned to us from a patient¿s home last week. The item is from one of our purchase orders last year but unfortunately the parent threw the box away, so I don¿t have a lot number. When the parent went to use the tube, they discovered you cannot insert a syringe to inflate the cuff. There is something inside the port cuff end that isn¿t sitting straight so you cannot get the syringe to go in.¿ patient involvement is unknown.